Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was found unresponsive and was hospitalized on (B)(6) 2020 due top hypoglycemia with blood glucose level of 47 mg/dl and went down to 42 mg/dl. Customer was treated with testing, flu medicines and insulin. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.